Event description:
Staff state the needle is flimsy and bends when injecting patient. One rn stated after she injected patient with insulin and removed needle mechanism broke. When staff try to prime needle it is hard to tell if it actually primed. Concern over whether patient is getting medication when administered.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.